Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker has exhibited a gradual increase in right ventricular (rv) lead impedance measurements over the past 1.5 years. Current measurements are greater than 2,000 ohms. Boston scientific technical services (ts) reviewed the device data and suspected calcification of the lead tip. No adverse patient effects were reported. The patient will be monitored.